Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer questioned results for 4 patient samples tested for vitamin d total (vitamin d) on a cobas 6000 e 601 module. Based on the data provided, the results for 1 patient sample were discrepant. The initial vitamin d result was > 70 ng/ml with a data flag. The customer thinks this result is too high and does not fit with the clinical expectations for this patient. This result was reported outside of the laboratory. The sample was repeated twice with results of 22.95 ng/ml and 23.67 ng/ml. There was no allegation that an adverse event occurred. The e601 module serial number is (B)(4). The customer noted that approximately 90% of the patients they observe with high vitamin d results also have rheumatoid arthritis and are taking medication for it. The customer is wondering if there is some kind of interference. The customer also said the high vitamin d results occur for approximately 2 out of 100 tests, so there may also be pre-analytical issues.

Manufacturer narrative:
Instrument maintenance was last performed in (B)(6) 2018. No instrument issues were identified. Pipettors were adjusted. The customer performed a study with vitamin d total ii using serum samples and no issues were identified. The customer has switched back from vitamin d to vitamin d total ii and is now using serum sample material instead of plasma. The investigation was unable to determine a definitive root cause for the high vitamin d results.